Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 40 mg/dl. Customer did not troubleshoot for low blood glucose reading. Customer also had 98 mg/dl blood glucose reading. Drive support cap was normal. Insulin pump will not be returning for analysis.